Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and performed disassembly of the monitor, internal check, and cleaning of the contacts. The fse completed functional checks and diagnostic tests of the unit, and the unit passed all performance and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while moving the device without a patient, the cs300 intra-aortic balloon pump (iabp) took a knock and the monitor flickers. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.